Manufacturer narrative:
(B)(4).

Event description:
It was reported there were two episodes of non-sustained rv oversensing on the merlin.net transmission. The episodes were due to crosstalk on the ventricular channel from atrial pacing. Programming changes were recommended.

Event description:
New information received indicates that a patient presented with new episodes of nsrvo that resembles crosstalk. Bringing the patient to the clinic and making programming changes was suggested.

Event description:
New info received: device was explanted. No further information available.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).